Event description:
It was reported that during a liver resection procedure, after firing the device, the stapler was jammed on tissue and could not be opened. The surgeon had to pull it from tissue manually to remove, this led to heavy bleeding. The issue was managed by opening another like product to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the issue occurred during the third firing, stapler fired as per normal, although surgeon noticed some additional force required. He was unable to get jaws open once knife blade retracted back, used 'reverse' function repeatedly with no success. The stapler was firing over pedicle that was sitting on top of ivc, used clamps and harmonic to cut the stapler away from tissue. At this point, ivc was injured and patient began to bleed profusely. Bleeding was brought under control and patient is doing well. The analysis found that one device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how much blood was loss (ml)? ¿ ps was not sure how much blood was loss; however, the patient did require a transfusion. Did the patient require a blood transfusion? - yes. Just for clarification, the jaws of the device did not open and the device was pulled from the tissue while closed? The jaws did not open and the device was cut away from the tissue. What is the current status of the patient? ¿ the patient is doing well. Additional information requested: what steps were done to attempt to open the device? Color of cartridge used? Indication for surgery? Where clips used? What structure were they firing on? Condition of tissue device fired on? Followup response: issue occurred during the third firing, stapler fired as per normal, although surgeon noticed some additional force required was unable to get jaws open once knife blade retracted back, used 'reverse' function repeatedly with no success stapler was firing over pedicle that was sitting on top of ivc, used clamps and harmonic to cut the stapler away from tissue at this point, ivc was injured and patient began to bleed profusely. Bleeding was brought under control and patient is doing well